Event description:
The customer called for help with his new meter. While troubleshooting, he performed control tests and received a result of 246 mg/dl. The normal control range was 93-131 mg/dl. No adverse events were alleged. The customer used the last of the test strips while troubleshooting. No product is available for return.